Event description:
It was reported that the patient has an artificial urinary sphincter (aus) implanted and is now experiencing recurring incontinence. The patient was scheduled to have his device revised on (B)(6) 2018. No further details were provided at this time. No further patient complication were reported in relation to this event. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient has an artificial urinary sphincter (aus) implanted and is now experiencing recurring incontinence. The patient was scheduled to have his device revised on (B)(6) 2018. No further details were provided at this time. No further patient complication were reported in relation to this event. It was further reported that it is believed poor coaptation of the cuff led to the recurring incontinence. The patient is currently having to use diapers. The device was not revised on (B)(6) 2018 as originally planned. The patient is expected to have his device revised on (B)(6) 2019. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Remains implanted.

Event description:
It was reported that the patient has an artificial urinary sphincter (aus) implanted and is now experiencing recurring incontinence. The patient was scheduled to have his device revised on 19-sep-2018. No further details were provided at this time. No further patient complication were reported in relation to this event.